Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose value was 450 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no site or insulin issues. The customer was advised to verify the pump settings with hcp. The product was not returned for analysis.